Manufacturer narrative:
(B)(4)

Event description:
It was reported that a pump motor stall occurred. Upon interrogation, the motor stall was confirmed in the attention dialogue box; however, neither the motor stall nor motor stall recovery was recorded in the event logs. The patient¿s spouse had reported that the pump had stopped working and at refills there was more medication in the pump reservoir than what was expected. Due to this, the pump was replaced on 2015 (B)(6) as the pump was ¿not working.¿ the cause of the volume discrepancy was considered to be related to the pump motor stall. The patient had been in the emergency room (ER) approximately 2 weeks prior to the report with withdrawals. Symptoms included nausea and lightheadedness. Following the pump replacement the patient was doing well. The device system delivered hydromorphone.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4). Analysis of the pump (B)(4) revealed a pump motor high resistance or open coil.